Event description:
Info was received from a pt in 4/2004 who experienced left knee swelling and left knee effusion after receiving synvisc. The pt has a medical history of osteoarthritis, four previous knee operations, is a candidate for total knee replacement, and has no known allergies. The pt received synvisc in the left knee in 2001 and experienced left kneee swelling and left knee effusion. Six to eight months after receiving synvisc the first time, the pt started a second series of synvisc in the left knee sometime in 2002. The pt did not have fluid withdrawn before the injections. A day or two after the second synvisc injection and after biking a long distance, the pt developed swelling of the knee. 80-100 cc of fluid were drained from the left knee (with no evidence of infection), followed by a cortisone shot. The events resolved following fluid aspiration and cortisone shot. The pt did not receive the third injection. The pt started a third series of synvisc injections in both knees in 5/2004 and after the second injection, experienced both knees "quite puffy" and "slight bit of fluid" in knees. As indicated in the synvisc package insert, the safety and effectiveness of repeat treatment cycles of synvisc have not been established.